Event description:
The customer reported an auto glass leaked onto the tubes and racks on the unicel dxc800pro synchron chemistry analyzer. The customer was wearing personal protective equipment (ppe) consisting of a lab coat and gloves while at the time of the event. The customer did not come in contact with the fluid and did not need to seek medical attention. No exposure (sprayed or splashed) to mucous membranes or open wounds were reported. The customer did review the msds and the facility does have exposure control or risk management plan in place. No death, injury or changes to patient treatment or results are associated with this event.

Manufacturer narrative:
On (B)(6) 2012, a field service engineer (fse) visited the site and identified low vacuum in the piercer waste line. The fse flushed the line with bleach and ran several samples with no further issues were noted. The failure mode of the even was the occlusion in the waste line. (B)(4).